Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/ asset line and day od production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated a tampon fell apart inside of her upon removal. She reported symptoms of abdominal pain and unpleasant odor. She stated a doctor removed the remaining tampon piece, and prescribed antifungal and antibiotic medications, but no diagnosis was given. Consumer stated her symptoms have been resolved.